Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during pd treatment the patient encountered an air detected in cassette warning during drain 3 of 4. The machine was also indicating a draining slowly warning as well. The patient contact requested technical services help cancel treatment. When the patient contact removed the cassette from the machine, there was fluid in the pump module area and fluid on the external part of the cassette. The patient was advised to let the machine air dry over night and then use the machine again. In a follow up, a pd nurse verified that there was a fluid leak, but the patient did not encounter any harm, adverse event or intervention due to the leak. The patient started using the same cycler the following day and has been using it since the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.